Event description:
It was reported during procedure, the physician had a difficulty to remove the stylet. The lead was removed and a new lead was implanted. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The field complaint of stylet stuck inside the lead was confirmed. A complete lead was returned for analysis in one piece with stylet stuck within. Final analysis found that the ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region.